Manufacturer narrative:
The device was returned to olympus for preventive maintenance . There was no allegation of a complaint associated with the device upon intake of the device. However, upon inspecting and testing, olympus became aware that the generator was displaying an e433 error message. The device evaluation found that the generator board and relay board were bad causing the error massage to display. A cracked front panel was also found during the evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the device evaluation, the cause of the e433 error was, due to a defective generator board. An improved generator board was introduced into production in early july 2020. This change occurred, after the concerned product was manufactured. In general, the customer is required to check the function of all devices used prior to a procedure. As stated, on the IFU (instructions for use manual) and as a preventative measure, the IFU states, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The device was returned to olympus for preventative maintenance. There was no allegation of a complaint associated with the device. However, upon inspecting and testing, olympus became aware that the generator was displaying an e433 error message. There was no allegation of patient injury.

Manufacturer narrative:
Correction to h6 (type of investigation): 4110 should be removed and 4109 added. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported error was not reproduced and was only found in the error log. It is likely the reported event occurred due to a defective generator board, relay board, and/or footswitch. As the error was temporary, possible causes include; interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault), the operator activates the footswitch during generator booting (temporary fault caused by user action), a defective footswitch due to short circuit in plug (temporary fault), a defective footswitch due to defective reed contact (temporary fault), a faulty cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent fault), and/or a faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Olympus will continue to monitor field performance for this device.

Event description:
The e433 error message was not displayed at the time of evaluation but was discovered in the error logs.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.